Manufacturer narrative:
Investigation completed 06/29/2017. The customer reported lot 111e0x322234. The customer returned catheter serial number (B)(4); it is belonged to 110-4hm lot 111e00314935. Integra shipped to (B)(6) hospital both lots 111e00314935 and 111e0x322234. A review of 111e00314935 and 111e0x322234 indicating that they met specifications before released to finished goods. (B)(4). Bent vent tube was present @ 23.4cm from the catheter¿s distal end, adjacent to the y connector. Microscopic inspection found no foreign particulate matter such as dried blood, tape adhesive residue on the catheter body. The oil level was actually full to the top of the bellows neck. There is no evidence indicating that the catheter had been inserted into the patient as stating in the complaint descriptions. The customer might return a different catheter. The customer reported lot 111e0x322234; however, the returned catheter is belonged to lot 111e00314935. The reported customer complaint that the catheter ¿did not read pressure¿ could not be confirmed. The returned catheter was visually inspected and it was noted that the body was bent adjacent to the y-site. It was also noted that the returned catheter appeared to be in an unused state and did not match the serial information reported. The catheter was tested for functionality and met all functional test criteria. The catheter was connected to three different test monitors (420, cam02 and mpm) and the catheter displayed normal initial readings. Based on the results of this investigation the root cause of the customer issue could not be determined.

Event description:
Neurosurgeon attempted to insert the icp catheter and the portion that was inserted into the patient did not read the pressure. Another catheter was inserted and all worked well after that. Additional information has been requested.